Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15x3.50 flextome¿ cutting balloon¿ was used. During procedure, a suspected comet pressure wire was used as work horse and the wire cannot let the flextome performed and it was noted that the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis together with a second device. The returned device was inconsistent with the complaint incident as the balloon was successfully inflated with no issues or damage identified. However, a severe kink was noted on the shaft polymer extrusion of the device. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. Visual and microscopic examination observed no damage to the blades as all blades were present and fully bonded to the balloon surface. Visual and microscopic examination found no issue with the profile of the device¿s markerbands which could have contributed to the complaint incident. Visual and tactile examination of the shaft was performed and revealed a severe kink on the shaft polymer extrusion located at approximately the guidewire port. Visual and tactile examination identified no issue with the hypotube of the device which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 15x3.50 flextome cutting balloon was used. During procedure, a suspected comet pressure wire was used as work horse and the wire cannot let the flextome performed and it was noted that the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.